Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The complaint database search identified a previous related report against lot zr7b81000 for the stem. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/30/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, aching, burning, weakness, decreased mobility, black corrosive debris of trunnion at revision, drainage and swelling with spica cast, chronic swelling, limited ability to stand, walk, lift, or climb and unable to bend hip. There was no report of infection within the medical records reviewed. Medical records noted the hip with a clicking sound. Stem was reported on com 135709. Part/lot updated. The complaint was updated on: jan 20, 2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from infection, inflammation, pain, and chronic swelling.